Event description:
It was reported, the pt no longer had stimulation, and he had not recharged or used the ipg for over a year. The pt was to schedule an appointment for interrogation of the system. It was reported in the past the pt had strokes and heart attacks resulting in nerve damage which the scs system may help.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.